Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral shaft fracture with the cable. During the surgery, the surgeon used the cable and tensioned it between 40 and 50kgs temporally. The surgeon confirmed by the image intensifier that there was no problem about the position, and he tried to tension it again. The sales rep cautioned him that the tension should be under 50kgs, but he tensioned the cable too strong because the value was hard to measure due to the blood, and the cable was broken. The surgeon removed the broken cable and used another cable. The surgery was completed successfully without any surgical delay. The surgeon confirmed by image intensifier that there was no fragment left in the patient. No further information is available. This report is for one (1) 1.7mm cocr cable with ti crimp 750mm-sterile this is report 1 of 1 for (B)(4).